Event description:
The customer reported that the images were uninterpretable. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard disk drive was replaced. The sys was then found to be operating as intended. See scanned page.